Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not confirmed. The olympus technical assistance center (tac) found the customer had never cleaned the connecting sockets on the light source and scopes. The customer cleaned the sockets appropriately and ordered a sock cleaning kit to ensure the contacts are clean and free of debris in the future as suggested in the quick reference guide, which was sent to her. The customer reported no additional errors after cleaning. The system seems to be operating as requested and the device will not be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifiers (B)(6) and (B)(6).

Event description:
The customer reported to olympus the evis exera iii xenon light source displayed a b30 communication error while using clv-190 scopes. The issue was found during preparation for use in an unidentified procedure. There were no reports of patient harm. This report is related to linked patient identifiers (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the b30 error occurred due to adhesion of dirt to contact on the scope. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.